Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a nuvision ultrasound catheter and there was a tear on the side of the packaging. They opened a nuvision ultrasound catheter and noticed the sterile packaging on the inside was already torn. The catheter was replaced and the issue resolved. The procedure continued with no further issues. There was no patient consequence. The catheter was not used on any patient

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech conducted a general inspection through the visual inspection. Visual inspection revealed no damage or anomalies on the device. No packaging or pouch was returned; therefore, no further investigation related to the package could be performed. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint was found during the review. The sterile packaging issue reported by the customer could not be replicated during the product investigation due to the returned condition; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).